Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed system error 345 (thermistor disparity) during testing at the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported issue was not reproduced. Evaluation found the upstream thermistor reading to be out of specification. A review of the event history log revealed, multiple system error 345 messages. A service history review revealed, no indication that the parts replaced, during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined, to be the upstream thermistor. The upstream sensor will require replacement to correct the issue. Should additional relevant information become available, a supplemental report will be submitted.